Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The guide catheter was stretched and broken near the proximal end. The broken proximal piece of the guide catheter was not returned for evaluation. The broken distal piece of the guide catheter remained inside the delivery system. There was no damage to the stent and push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.